Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17815. It was reported that following and unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced, it was noted during the procedure that the lead became dislocated and it was also replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.